Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging burning sensation and sore throat. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging burning sensation and sore throat. The device was returned but not yet evaluated. There was no report of serious or permanent patient harm or injury. In box b: describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging burning sensation and sore throat. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, dust/dirt were observed. The device was repaired. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI (rfb), product UDI, operator of device (rfb), operator of the device, operator of device - other are updated in this follow-up. In box e: init. Report sent to FDA (rfb) is updated in this follow-up. In box g: report source (rfb), report source, report source - other, date received by mfg are updated in this follow-up. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, remedial action init (rfb), remedial action initiated, recall (z) number (rfb), recall (z) number are updated in this follow-up.